Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, disability and disfigurement. According to the physician's office, the patient was last seen on (B)(6) 2013, and there was no mention of any problems with the mesh. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(6).